Manufacturer narrative:
Results of investigation: the reported complaint was able to be confirmed and duplicated. Failure has been isolated to a failed purge solenoid. The defective solenoid was replaced with a known good solenoid. The revel unit underwent est circuit leak test. The unit under test passed successfully with no issues.

Manufacturer narrative:
Result of investigation: the device was returned for investigation and the service technician was able to verify the reported "flow test fail, vent check fail" problem. Performed the circuit leak test and duplicated the reported failure. The service technician replaced the pressure module with a known good one and passed. The reported "svhp alarm" problem was not duplicated. Powered on the vent and found no abnormalities. Passed 50.1 hours of extended testing. The unit passed the initial final test.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the revel ventilator was not working, flow test fail, vent check fail and svhp alarm occurred while on a patient. They had to remove the vent from the patient and they had to use a bag valve mask to ventilate the patient. The patient had blood from the endotracheal tube after the issue, the oxygen saturation dropped and the end tidal co2 increased.